Event description:
On (B)(6) 2025, peripherally inserted central catheter (PICC) line that had been placed on (B)(6) 2025 was found to be broken below the hub. Peripherally inserted central catheter (PICC) line removed in entirety. Patient required new peripherally inserted central catheter (PICC) line placement.